Event description:
A low advia centaur xp psa result was obtained on a patient sample. The result did not match the clinical observation. The physician expected some level of psa concentration. The patient sample was tested on an alternate method and the result was still low. Other samples from that same patient were run previously on the advia centaur (one sample in (B)(6) and another one in (B)(6)). All the results were low. The samples have been diluted using different dilution factors (1:2, 1:5, 1:100 and 1:200) and the concentration of psa was still not measurable. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the low psa results.

Manufacturer narrative:
The cause for the low psa results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "note: do not interpret levels of psa as absolute evidence of the presence or absence of malignant disease. Before treatment, patients with confirmed prostate carcinoma frequently have levels of psa within the range observed in healthy individuals. Elevated levels of psa can be observed in patients with nonmalignant diseases. Measurements of psa should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of total psa in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Total psa determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Warning: do not predict disease recurrence solely on serial psa values."